Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("anterior uterine perforation"), pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's past medical history included biliary dyskinesia and ectopic pregnancy. Concurrent conditions included uterine fibroid. In 2004, the patient had essure (ess205) inserted. In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic- assisted vaginal hysterectomy, bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation, d and c). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, menorrhagia, fatigue, depression, anxiety, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had need for additional surgery . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), uterine perforation, she did not underwent for confirmation test were added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("anterior uterine perforation"), pelvic pain ("pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's past medical history included biliary dyskinesia and ectopic pregnancy. Concurrent conditions included uterine fibroid. Concomitant products included diphenoxylate since (B)(6) , megestrol from (B)(6) to (B)(6) and ondansetron since (B)(6). On an unknown date, the patient started omeprazole at an unspecified dose and frequency. In (B)(6) , the patient had essure (ess205) inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) , the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine leiomyoma ("fibroids on uterus"). In (B)(6) , the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and cyst ("bunch of cyst"). The patient was treated with surgery (laparoscopic- assisted vaginal hysterectomy, bilateral salpingectomy), surgery (laparoscopic- assisted vaginal hysterectomy, bilateral salpingectomy) and surgery (ablation, d and c). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, fatigue, depression, anxiety and cyst outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, uterine leiomyoma and back pain had resolved. The reporter considered anxiety, back pain, cyst, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had need for additional surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received - new event 'fibroids on uterus, back pain, bunch of cyst' were added. Outcome were added for the events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.